Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery "to remove mesh and recurrence repair". The patient's attorney did not allege a specific device failure or reason for explant and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Note: the information provided by the attorney states the surgical removal of the mesh on (B)(6) 2002 which is prior to the device being implanted; therefore no event date and no explant date have been indicated on this emdr. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for repair of an incisional hernia. A bard/davol marlex, reference number 0112720, lot number 43lnd033 was implanted to repair the hernia defect. On (B)(6) 2002: the patient underwent an additional surgery to remove mesh and recurrence repair. As medical records were not provided, we are unable to determine if this is the correct date), as alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery "to remove mesh and recurrence repair". The patient's attorney did not allege a specific device failure or reason for explant and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 6 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, obstruction and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for repair of an incisional hernia. A bard/davol marlex, reference number 0112720, lot number 43lnd033 was implanted to repair the hernia defect. (B)(6) 2002: the patient underwent an additional surgery to remove mesh and recurrence repair. As medical records were not provided, we are unable to determine if this is the correct date), as alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿identified the hernia sac and was dissected out. A bard flat mesh was then placed into the anterior fashion." (B)(6) 2012 - patient was diagnosed with chronic small bowel obstruction with recurrent incisional hernia thereby underwent open repair with the removal of mesh. Per operative notes, ¿multiple adhesions to the anterior abdominal wall and was lysed. The mesh was removed. A synthetic mesh was then placed to the endoabdominal fascia." Attorney alleges that the patient had hernia recurrence, infection, adhesions, bowel obstruction, pain, vomiting, fever, swelling of stomach and emotional injuries.